Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus service operation repair center (sorc). Omsc checked the device history record of the subject device, there was no irregularity found. Based on the information provided by sorc, omsc surmised that the image was not displayed because the electronic circuit was destroyed by the flooding of the ccd unit and the camera cable unit. The exact cause of the flooding of the ccd unit and the camera cable unit could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and duplicated the reported phenomenon. As a result of the evaluation, the following was confirmed. The ccd unit and the camera cable were flooded. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the endoscopic image of the subject device was not displayed. The occurrence date of event is unknown. There was no report of patient injury associated with the event.